Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced due to a lead failure. There were no adverse patient effects reported.

Manufacturer narrative:
It is unknown whether this lead will be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.